Event description:
Additional information was obtained from the physician regarding the potential cause of the effusion that was originally reported. Dr. (B)(6) reported to rep on 1 march 2019 that there was damage to the roof of the coronary sinus and it could not be determined whether it was from the laser or pulling on the lead. Cause of death reportedly could not be determined; however the patient reportedly developed a shunt post op and there may have been underlying pre-existing conditions that could have been attributed to the passing of the patient.

Manufacturer narrative:
Additional case detail was provided and populated. Additional patient code added to appropriately describe injury.

Manufacturer narrative:
Patient age and weight were unavailable from the site. Device lot# was unavailable. Device expiration date is determined by the lot# and is therefore also unavailable. Device manufactured date is determined by the lot# and is therefore unavailable. There is no allegation that the spectranetics glidelight device malfunctioned. The device was discarded by the site. No device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced. Indication for procedure was bacteremia of leads. Procedure was completed using a spectranetics 14fr glidelight laser sheath, spectranetics 16fr glidelight laser sheath 500-303, spectranetics 11fr tightrail rotating dilator sheath, and spectranetics 13fr tightrail rotating dilator sheath. All leads intended for removal were successfully extracted except for the left ventricular lead which broke. A small effusion was created. No intervention was implemented for the effusion and the case concluded. It was later reported to the philips representative that the patient passed several days later.